Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure, the patient was admitted for flu-like symptoms. The patient presented with an infection. The entire system was explanted. The patient was in recovering condition.